Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not remain in standby mode. The customer informed the remote service engineer (rse) that the device would go into standby mode and would then come right back out. The rse performed remote troubleshooting with the customer and checked the diagnostic screen, which showed that the average air slpm is reading -2.0. The rse informed the customer that this average air reading would cause the observed issue. The rse advised the customer to replace the flow sensor assembly (fsa) to resolve the issue. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
The customer called back into an rse and confirmed that replacement of flow sensor assembly had resolved the issue. The customer called back again and confirmed that following service of the device, it was run for 1 hour without issue, confirming resolution of the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If /when components are received, an evaluation will be conducted, and an additional report will be submitted.